Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the device was evaluated by the customer with assistance from a philips call center representative.

Event description:
The customer reported the system was not getting charged during an attempt to shock a patient in ventricular fibrillation during angiography. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The device was evaluated by the customer with assistance from a philips call center representative. It was determined that the capacitor needed replacement. No ECG monitoring strips or case event files were provided to philips for review. The customer ordered a replacement capacitor to resolve the issue. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the system was not getting charged during an attempt to shock a patient in ventricular fibrillation during angiography. Another device was used to treat the patient. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. Additional details have been requested.